Event description:
The patient fell from a roof and a few days afterward the device displayed a power-on-reset (por) condition. The por was cleared but every time programming was attempted with the clinician programmer a new por was displayed. It was also noted that the clinical programmer displayed an end of life (eol) message. The battery was at 2.0v. The outcome was unknown. Further information is being requested at this time.

Event description:
Additional information received reported that the patient experienced a loss of stimulation as a result of the event. No diagnostics were performed, and no malfunctions were seen. The power-on-reset condition was cleared and it was reported that the patient was doing fine.

Manufacturer narrative:
Lead model unknown, lot# unknown, implanted: 2009-(B)(6), programmer model 7435, serial# (B)(4).